Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase and increasing variability of the superior vena cava (svc) coil impedance. Additionally, an alert was triggered for svc coil impedance that exceeded the programmed upper limit. The svc coil and svc coil impedance alerts were programmed off, and the rv lead remains in use. No patient complications have been reported as a result of this event.